Event description:
{It was previously reported in MFR report # 6000030-2007-03752- it was reported that the patient was not having adequate pain control since the implant of the pump approximately six weeks ago. The patient came in for a refill and it was determined that the medication was never dispensed. The patient had a volume discrepancy at (B)(6) 2007 appointment. Erv was 4.1ml and arv was 20ml. The hcp noted that mechanically pump is functional. The hcp performed a catheter revision. The patient had a follow-up appointment on (B)(6) 2007 and reported good pain control since revision with expected reservoir volume of 6.4ml and actual reservoir volume of 6.0ml. The patient recovered without sequela. The patient reported that the pump was not programmed correctly following the revision. It was reported by the physician that the patient had abdominal pain along with increased pain symptoms. The patient was inpatient to achieve good pain control. The medication was morphine sulfate 20mg/ml. The daily dose of medication was increased. The patient outcome was reported as "no injury."} additional information pertaining to the pump will be reported in this MFR report. As of the date of this report it was stated that patient had to undergo a second surgery (please refer to MFR report # 6000030-2007-03752, for this surgery) because, the "manufacturing representative had forgotten to do something to the pump, pump did not deliver one drop of medication". At that time she went to the ER because she was in pain. "The pain was not only from surgery but the pain in her abdomen due to the 13 surgeries she had in the past". It was stated that they did an x-ray and it was found that the pump was not programmed correctly; patient thought that the pump was never turned on. Before the pump was implanted patient was "previously on 150mg duragesic and was in bed for a year and a half due to her adhesions"; it was added that patient was disabled since 2008, "a pre-existing condition and was seeking insurance coverage." "Hcp had her get off the medication and get her on the pump and her quality of life had improved for the better". Patient was at optimum level for dosing of morphine at a rate 9.372 for 2 years. Currently the pump read an eri (elective replacement indicator) at 15 months. In addition it was also stated that the patient was not happy where the pump was placed in abdomen and desired to have a different location like back area.

Manufacturer narrative:
Programmer: 8840, serial# unk; catheter model#: 8731sc serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. (B)(4) .

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported when the patient first had her pump implanted it was discovered six weeks after implant that the pump was not working and a surgical revision was needed. It was noted that for the first surgery she was in the hospital for four days and for the second surgery it was three days. It was also reported the patient was not sure if a second pump was put in ¿or what was specifically done.¿ it was reported the patient was due for a pump replacement surgery due to normal battery depletion. It was noted the healthcare provider (hcp) would be moving the pump to her ¿love handle¿ because the lip of the pump in its current abdominal placement had been painfully jabbing the patient since implant. It was reported the patient¿s dosing had been the same from when it was first put in. A follow-up report will be sent if additional information becomes available.